Event description:
It was reported that a device embolization occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) was advanced. The closure device was deployed in the laa. After one recapture, the device was deployed again and met release criteria. Transesophageal echocardiogram (tee) showed good compression and very little shoulder, the position and tug test were good. The device was released in the laa. The patient was fine following this procedure. The next day a control tee was performed. It was observed that the closure device had embolized and was located in front of the aortic valve. The patient was asymptomatic. The physician accessed percutaneously and using a large sheath and a catheter, was able to bring the device through the valve and into the lower aorta. A wire and snare were used to pull the device to the sheath. As the device could not be folded and pulled into the sheath, a surgeon then removed the device successfully. The patient was ok and remained asymptomatic. The next day the patient was in good condition and was discharged from the hospital with no complications from this event.